Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. Subsequently this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. Subsequently this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Technical services (ts) reviewed the device data and recommended replacement. A safe replacement interval was provided. This device remains in service. No adverse patient effects were reported.